Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available at the time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that there were two navigation systems in the operating room at the time. Site was made aware that only one navigation system could be actively pointed at the imaging system. Systems checkout was performed and system was functioning as intended.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the site had communication issues between the imaging system and navigation system.